Event description:
Pt had an ams inflatable penile prosthesis (ipp) removed and replaced on (B)(6) 2011. The pt returned to the physician for a f/u appointment on (B)(6) 2011. At this f/u appointment the pt reported that he was admitted to the hosp on (B)(6) 2011 for a right pulmonary embolism. Per the clinic visit dictation the pt status is satisfactory. Pt denies any pain, no fever, pt offered no complaints.

Manufacturer narrative:
Revision of the ipp on (B)(4) 2011 was reviewed and meets the exemption criteria for (B)(4) (device was implanted for more than 8 yrs).